Event description:
It was reported that the zimmer 400ml surgivac was not able to be used due to an air leak in "hold" position. The reported event was noted prior to use for blood/fluid collection. There was no harm or delay reported and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was returned to the MFR for eval. A review of the manufacturing records was performed and there were no non-conformances during MFR that would be related to this complaint. All testing requirements were met. The device was leak tested and did not pass. The leak was determined to be coming from a slit in the bottom of the bellow. The reported issue was confirmed.